Manufacturer narrative:
Corrected information has been provided in d1 tachycardia, thrombosis, epistaxis/ ppae: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 37-year-old female patient was admitted to hospital with suspected myocarditis and an ejection fraction of 20 %. She was treated with extracorporeal membrane oxygenation and an impella cp and transferred to another facility one day after pump placement. As the patient tolerated turn down of extracorporeal life support well, the patient was decannulated four days after insertion. Anticoagulation was temporarily halted as the patient developed epistaxis. One day later, the patient suffered runs of ventricular tachycardia during impella weaning. Repositioning of the impella pump was attempted but did not change arrhythmia. During an attempted myocardial biopsy, a ventricular clot was removed. The patient was successfully weaned after eight days of impella cp support. Impella support was continued beyond the recommended 4 day duration; prolonged use can increase the risk of complications and therefore may have played a contributory role in this adverse event.

Manufacturer narrative:
Additional information. The following information was received from the customer "gave and bolus and ventricular tachycardia resolved. Device was discarded".